Event description:
It was reported that the rv lead was replaced due multiple inappropriate shocks caused by a defective lead. The device was shut off in the ER prior to the lead replacement. No further patient complications were reported as a result of this event. Further information from an attorney alleges that the patient experienced inappropriate and/or excessive shocking, fracture, and/or replacement of the defective lead. The attorney further states that plantiff has sustained or will continue to sustain severe physical injuries and/or death, severe emotional distress, and mental anguish. No further patient complications were reported as a result of this event.